Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer's blood glucose level was 72-180 mg/dl. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.